Event description:
During a laparoscopic appendectomy procedure, as the surgeon was pulling the retrieval bag with specimen in the bag, the bag broke. The case was completed with another like device. There was no pt consequence.